Manufacturer narrative:
The sample device is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed and the root cause cannot be determined. If additional information is provided in the future, the complaint will be re-evaluated as needed.

Event description:
Catheter ruptured after patient insertion, during the dressing procedure.

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.